Event description:
It was reported that the device was not morcellating properly. There was no other information known about the event. No adverse patient consequences were reported.

Manufacturer narrative:
(Insufficient drive of disposable) - conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.